Event description:
It was reported to boston scientific corporation in 2007 that an rx biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on an adult female patient (age and weight unknown). According to the complainant, the "stent was placed into the common bile duct over the wire positioned in place, upon deployment of the stent, the inner catheter was left behind from the common bile duct to the duodenum. The physician had to go back down with a snare (manufacturer unknown) to retrieve the inner catheter. The catheter was retrieved, the stent stayed in place, and the procedure was completed with no patient complications." According to the complainant, "the patient is fine."

Manufacturer narrative:
A visual evaluation revealed that the guide catheter was detached from the delivery system. There was a jagged, v-shaped split and an impression ring at the proximal end of the guide catheter (see figure 1, page 3). A functional evaluation revealed that the guide catheter drive wire could be extended and retracted without issue and that a guidewire could be passed through the guide catheter without issue. The complaint was confirmed. It appears that the guide catheter was either caught in the endoscope or in a position that applied pressure to it while the push catheter was retracted causing the device to separate. A review of the device history record (DHR) was performed on lot number 9818568; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for this lot. The 2007 g.I. Stents (plastic) product family trending chart, inclusive of all failure nodes, was reviewed and no adverse trend was noted. (See scanned page 3).